Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process.

Event description:
Transesophageal echocardiography (tee) was performed prior to the start of the procedure. Mitral regurgitation (mr) was mild and no clot in the left atrial appendage. The inoue balloon catheter (ibc) was prepped in the usual fashion. The transseptal was performed and the guidewire was introduced into the left atrium (la). Septum was dilated. The ibc was inserted into the la but would not advance completely through the septum. There was a slight bend to the catheter. The ibc was removed. Septum was dilated again. The ibc was re-inserted and wouldn't advance again. The septum was ballooned (septostomy with another manufacturer's product). The ibc was re-inserted and unable to advance. Second septostomy performed. The ibc was re-inserted and able to advance into the proper position to cross the valve. The ibc was deployed across the mitral valve. One inflation was performed at 24mm. The valve was visualized by tee to evaluate mr. It had increased to severe. The patient was stable. The ibc was removed from the patient as usual with no complication. Physician's opinion: - the patient is "not recovered yet", is "awaiting surgery. Issues with insurance. Has done ok without needing hospitalization. Has severe mr, needs mitral valve replacement". - relationship between the adverse effect and the product: probable.